Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple power loss alarm. The customer's blood glucose was 97 mg/dl. The insulin pump had blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. Display returned after insulin pump restart. The customer was advised to complete reservoir and tubing process. Insulin pump had trace pointers are invalid, customer pressed ok to restart, insulin pump had history pointers failed alarm and they pressed ok to restart, post-reset ram crc alarm. The customer was advised that transmitter and glucometer will need to be wirelessly connected to insulin pump due to restart. The insulin pump will not be returned for analysis.